Manufacturer narrative:
Na

Event description:
The customer reported that upon power up the unit would alarm and continue to restart and would not go into normal ventilation mode. The unit was not in use at the time of the reported event, therefore, there was no pt harm or involvement. Respironics service technician was able to duplicate the customer reported problem. The respironics service technician replaced the external battery and battery charging pcb to correct the problem. Performance verification testing was completed and the ventilator passed per operating specifications.